Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) went into safety core post a coronary artery bypass graft (CABG) procedure. It was noted that during the last device interrogation, post CABG, when the device was programmed to monitor plus therapy there was no reset mode observed. An external pacemaker was used post procedure which was overdriving pacing from the ICD. Boston scientific technical services (ts) was contacted to discuss methods that cause the device to enter safety core. It was discussed that the device went into safety core sometime between the CABG procedure and today. Subsequently, the ICD was explanted. The device was returned to boston scientific for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Our analysis results have confirmed that onset of safety mode status occurred following a coronary artery bypass graft (CABG) procedure. The ICD entered safety mode in response to a rare interaction (not previously reported) with an external pacemaker. An external pacemaker had been placed following the CABG procedure to ensure pacing therapy availability; however, this reportedly resulted in overdriving of pacing from the ICD. A telemetry reset command was issued to remove the device from safety mode status and program it back into primary operation after which a comprehensive series of automated diagnostic tests were then conducted to verify the performance of device memory, pacing, defibrillation and recording functions. The device performed as expected throughout this testing process.